Event description:
The generator has not been disabled. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Event description:
Documentation received with the x-rays indicated that the no patient manipulation or trauma occurred.

Event description:
On (B)(4) 2012, this vns physician reported that high lead impedance was seen during vns replacement surgery on this date. There was no previous high impedance, to the surgeon's knowledge. X-rays were received on (B)(4) 2013 and reviewed. A/p view of the chest and neck of the patient were reviewed. The connector pin appeared to be fully inserted inside the connector block. The generator placement appeared to be normal, and the filter feed thru wires were intact. The lead appeared intact at the connector pin. A complete view of the generator was not provided; therefore, a portion of the generator could not be seen, and it is unknown if any lead is behind the generator in that area. The lead was visualized routing towards the left side of the patient's neck. It is unknown if any lead discontinuities or sharp angles exist in this portion of the lead or the portion of the lead behind the generator; however, no sharp angles or lead discontinuities were seen in the portions of the lead that were able to be visualized. Documentation along with the x-rays indicated that the patient was scheduled for revision due to end of life. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Event description, corrected data: previously submitted MDR inadvertently omitted information. This report is being submitted to correct this information.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that high impedance was seen. X-rays were taken but no discontinuity was visible. The patient was asymptomatic with no pain, no discomfort, and no known trauma. The patient was seen in clinic on (B)(6) 2013 and settings were provided.